Event description:
It was reported that, "when the surgeon screwed the cone body trial to the stem, it made a loud squeaking noise and the trial cold welded to the stem so the stem had to be removed with the trial. The surgeon noticed a piece of screw had broken off and after fluoroscopy they did not find the screw piece inside the pt. It took approximately 20 minutes to remove the trial. The surgeon attempted to take the items apart on the back table and could not get them apart."

Manufacturer narrative:
When completed, the eval summary will be submitted in a supplemental report.